Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 11/10/2020. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary : it was reported that the suture was broken. One empty labeled winding former and a needle-suture piece of product code z458, lot qammec were received for analysis. During the visual inspection of the opened sample (two needle/suture pieces), the swage and attachment area were noted to be as expected. However, marks on the body needle and the end of the suture pieces cut that appears to be by the use of a surgical instrument could be observed. The other section of the suture was not returned for analysis. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The product code contains an absorbable suture and the time of exposure that has the suture in the environment could not be determined; therefore, the functional test cannot be performed. The instructions for use do contain the following caution: as with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: could you please confirm if the suture that got breakage present the pull off issue? Or it occurred to another suture? The suture breakage occurred other than the connection part between the needle and suture, thus, it was not needle pull off issue. Meaning, the suture itself was broken. What is the event day and procedure date? No further information is available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent breast and endocrine procedure on an unknown date; and a suture was used. During the procedure, the suture broke. There were no adverse patient consequences reported. Additional information was requested.